Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips (lot # 42400921) were provided for investigation where they were tested with a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek vantus meter serial number (B)(4) and two different test strip lot numbers. The reporter first tried testing using an unknown test strip lot number and received an error. At 11:35 a.m., the reporter collected a sample from a different finger and tested it on the meter with the unknown test strip lot number, resulting with a value of 5.3 inr. The reporter opened a new vial of test strips; lot number 42400921 with expiration date 31-mar-2021. The reporter collected a sample from a different finger and tested on the meter using the new test strip lot number, but received an error. At 11:40 a.m., the reporter collected a sample from a different finger and tested it on the meter with the new test strip lot number, resulting with a value of 5.6 inr. When collecting samples for meter testing, the reporter did not use alcohol to prepare her finger for sample collection. Within an hour of the meter tests, a sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 3.8 inr. This laboratory value was believed to be correct and the patient's warfarin dose was decreased from 7.5 mg. To 5 mg.. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks.